Event description:
During a pelviscopy procedure, after the device was inserted, the obturator was pulled out and the external seal came off. The procedure was completed with another like device. There was no pt consequence.